Event description:
A report of a sensor problem where the "sensor was stuck in a catheter, cannot be moved back or forward" was received by the distributor. Upon receipt of the sensor by the manufacturer, it was observed that blood had leaked back into the sensor introducer mechanism and a decision to report was made. No report of harm or injury to a patient has been received.